Event description:
Customer reported a false negative urine hcg result with medi-lab performance hcg urine test-dipstick vs. Ultrasound result. Medical assistant ran the patient's specimen. Customer reported that the first dipstick test gave a negative result so it was repeated two times because they knew the patient was about 9 weeks pregnant via ultrasound. Customer to submit frozen urine sample to alere for quantitative testing.

Manufacturer narrative:
Control: 2021u/ml hcg urine lot: hcg20522-01, 280.11u/ml hcg urine lot: hcg120926-04, 230.21u/ml hcg urine lot: hcg120917-01. Summary of results: the retention devices meet qc specification, details as below: 1. The 2021u/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=9), 2. The 280.11u/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=10), 3. The 230.21u/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=10). Conclusions: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Investigation on returned product is pending.